Event description:
Information received a smiths medical fluid warming/level 1 hotline low flow systems - hl-90 leaks water wont heat up. No patient adverse events reported.

Manufacturer narrative:
Other, other text: this remediation MDR was generated under protocol b10010116, as a result of warning letter cms#617147. A device history record (DHR) review was not performed because the results of the complaint investigation did not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.a sample was received to perform an investigation. A visual inspection found wear and tear damage to the enclosure, tank cover, line cord, and plate clip, and an outdated front cover, printed circuit board (pcb), and power switch. Functional testing was performed by filling the tank with water, attaching the temperature check, plugging in the line cord, and turning on the power switch. The device heated up and did not leak. The reported problem could not be duplicated. No action taken due to the age and condition of the device. It is deemed beyond economical repair and will be scrapped.